Event description:
Reportedly, the ventilator shutdown while the pt was being transferred. The ventilator was running on battery power and the respiratory therapist who operated the ventilator noticed that the battery had depleted. No alarm was noted. The pt was ambu bagged until they reached the hosp and then was switched to a hosp ventilator. Please note that no permanent injury was reported in this case.